Event description:
Per the physician's report, this patient's skin flap was infected and the device was extruding. The surgeon explanted the device. Reimplantation surgery is planned after the area has healed.

Manufacturer narrative:
Thi is a final report. This type of event is addressed in the device labeling.